Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6), 2023, the patient underwent an endovascular treatment of a thoracic aortic dissecting aneurysm using two gore® tag® conformable thoracic stent grafts with active control system. A 24fr gore® dryseal flex introducer sheath was inserted from the right side. During the 24fr sheath was advanced, when it was passed through the right external iliac artery, it was reported there was resistance. After all devices were implanted, a final angiography for the access vessel revealed a access vessel damage. It seemed an intima of the right external iliac artery was turned up and the right internal iliac artery was obstructed by this intima. A gore® excluder® aaa endoprosthesis (contralateral leg endoprosthesis) was implanted the right common iliac artery to the right external iliac artery. The patient tolerated the procedure. Reportedly, the diameter of the right external iliac artery was 6.3 - 7.2 mm.